Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30 degree endoscope plus was analyzed and the endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope had attached endoscope adapter (aea) delring degradation. Additionally, the endoscope was visually inspected and found with mechanical damage to the distal tip. The complaint regarding the endoscope's movement feels loose, almost like moving on its own was confirmed by failure analysis. The probable root cause of this binding is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus up/down movement felt loose, almost like it¿s moving on its own. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image appeared inverted (e.g., when moving up, it went down), and the endoscope moved independently of the surgeon¿s control. The endoscope moved freely with uncontrolled motion. No reversed control of the system arms was observed. The issue seemed limited to the endoscope behaving as if it was loose and moving independently. No additional issues were observed. However, the endoscope felt slightly loose during manipulation, particularly when being manually rotated. No visible damage was observed on the endoscope adapter/base (no missing screws or components). The endoscope was not manually rotated 180-degrees prior to the event.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.